Manufacturer narrative:
(B)(4). Date sent: 7/24/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. During which firing stroke did the device lock (1st, 2nd ,3rd, or 4th)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open what was the product code of the cartridge (gst60t, ecr60d, etc.)? How was the procedure completed? What type of procedure was the device used in?

Event description:
It was reported that during an unknown procedure, the surgeon was firing for the first time with jaws closed; the device "locked" and could not be unlocked. Reverse knife blade also tried. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. During which firing stroke did the device lock (1st, 2nd ,3rd, or 4th)? It was the 1st firing of the second cartridge was the device locked on tissue with the jaws closed? Yes how was the device removed? Knife reverse was performed did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Blue cartridge ecr60b how was the procedure completed? New echelon flex gun opened what type of procedure was the device used in? Low anterior resection